Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18021814 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the outback was in the superficial femoral artery (sfa), the physician "threw" the needle. The physician could not get the needle to retract. When asked how he was able to get the outback out of the body, the physician said he just pulled it out with the needle open but that it did not cause any harm to the vessel or the patient. A new one was opened and worked just fine. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when the outback was in the superficial femoral artery (sfa), the physician "threw" the needle. The physician could not get the needle to retract. When asked how he was able to get the outback out of the body, the physician said he just pulled it out with the needle open but that it did not cause any harm to the vessel or the patient. A new one was opened and worked just fine. Additional information was requested; however, the information was not obtained. The product was returned for analysis. A non-sterile ¿outback elite 120cm re-entry¿ was received coiled inside of a clear plastic bag. Per visual analysis, a kinked/bent condition was observed located approximately at 17 cm from the distal tip. The unit was returned with the needle cannula fully deployed. The handle slider was set at the retracted position. No other anomalies were observed on the returned device. Per functional analysis, the handle slider was actuated to retract the needle cannula back, but it did not retract as expected. The slider functionally was tested actuating it back and forward and no anomalies were observed, however the needle cannula remained deployed. Per sem analysis, the shaft was curved. The resulting image showed a separation of the cannula. The separated condition was located at the distal side of the marker band. Results showed the separated area of the cannula of the outback elite 120 cm re-entry unit presented evidence of ductile dimples found on the separated cannula¿s metal shaft material. The ductile dimples found on the cannula´s shaft material, are commonly associated with separations caused by material tensile overload. A product history record (phr) review of lot 18021814 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula/needle retraction difficulty-unable to¿ was confirmed through analysis of the returned the device due to a fracture/separation of the cannula within the shaft. However, the exact cause of this condition could not be conclusively determined during analysis. Based on the information available for review, procedural/handling factors may have contributed to the separated cannula within the shaft and the subsequent inability to advance the wire and to retract the cannula/needle as evidenced by sem results showing that the separated area presented evidence of ductile dimples. Separations where ductile dimples are observed are commonly associated with separations caused by material tensile overload. Therefore, it is likely that the cannula material of the device was induced to a tensile force that exceeded the adhesive yield strength prior to the separation. According to the information on safety within the instructions for use (IFU), ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence.¿ the IFU also states, ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Advance the guide wire through the cannula tip to position it as desired at the vascular target site. If, after advancing the guide wire distally, it is desired to retract the guide wire and resistance is experienced, first retract the cannula (guide) fully into the outback elite re-entry catheter, then proceed with retraction of the guide wire. Retract the cannula tip into the outback elite re-entry catheter by fully retracting the handle deployment slide until it stops. Release the handle deployment slide button to lock the deployment slide in the retracted position. Ensure the cannula tip is fully retracted into the catheter lateral port, and the handle deployment slide is locked, prior to withdrawing the catheter over the guide wire.¿ neither the product analysis nor the phr review suggests that the failure experienced by the customer could be related to the manufacturing process. Controls are in place to verify the device conditions and all were found to be acceptable therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when the outback was in the superficial femoral artery (sfa), the physician "threw" the needle. The physician could not get the needle to retract. When asked how he was able to get the outback out of the body, the physician said he just pulled it out with the needle open but that it did not cause any harm to the vessel or the patient. A new one was opened and worked just fine. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained.